Event description:
It was reported that the patient was not satisfied with the way the inflatable penile prosthesis (ipp) was cycling. A replacement surgery was performed in which the inflation difficulty was seen to be caused due to a pump malposition. There were no patient complications reported.